Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 rate calibration fails. Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Assisted customer to step through the rate calibration process. Identify they are using the rate calibration set (8100-rcs). Customer expresses no change, and device still fails. Informed the customer the calibration parameters are stored on the logic board. Customer to interchange bezel assembly and/or logic board for repair/replacement. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record showed the device had a manufacture date of 03/27/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - customer to interchange bezel assembly and/or logic board for repair/replacement. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported by the customer that the device rate calibration fails. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the customer that the device rate calibration fails. There was no patient involvement.